Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an increase in shock impedance measurements from 80 ohms to 121-124 ohms. No change was observed in impedance measurements with manipulation. Additional information was later received that high out of range shock impedance measurements greater than 125 ohms was observed. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.